Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head was unable to interrogate. It was also indicated that the head failed functional tests. The cable was replaced and the head passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would boot up but was intermittently unable to interrogate implantable heart devices. It was further reported via follow-up that the programmer was turned off and on but the situation did not resolve and that its fan was noisy. The accompanying radiofrequency programmer head was not changed out in the course of troubleshooting and therefore could not be eliminated as a possible source of the interrogation difficulty. Both the programmer and the programmer head were returned for service. The programmer and radiofrequency programmer head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.